Event description:
A biomedical engineer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope screen blackout (no image). The event occurred during preparation for use. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, there was leaking of the electrical connector locking pin. The distal end of device had sharp edge. The bending section cover glue was cracked. The insertion tube had surface defect. The bending angulation was low. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that air/water was leaking from the electrical connector locking pin which likely caused the image to black out; however, the event was unable to be reproduced by olympus. Olympus will continue to monitor field performance for this device.